Event description:
It was reported that the patient is requesting a revision of an ambicor penile prosthesis (app) device due to unspecified reasons. A patient outcome was not reported.

Manufacturer narrative:
Additional information received that the reason the revision was requested was due to a malfunction. The revision surgery has not yet been performed.

Event description:
It was reported that the patient is requesting a revision of an ambicor penile prosthesis (app) device due to unspecified reasons. A patient outcome was not reported.

Manufacturer narrative:
An allegation of a device malfunction was reported. The ambicor cylinders were visually inspected; scaling was present along both cylinder bodies. Cylinder 1 was connected to the pump and functionally tested; the cylinder and pump performed within specification. Cylinder 2 was separated from the pump; a leak due to fatigue was identified at the kink resistant tubing (krt) cylinder body junction. This leak resulted in an inability to functionally test cylinder 2; device analysis concluded this leak would directly affect the functionality of the device and therefore confirm a device malfunction. Product analysis confirmed the allegation of a device malfunction based on the identification of a fluid leak at the krt cylinder junction. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure through product investigation. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient is requesting a revision of an ambicor penile prosthesis (app) device due to unspecified reasons. A patient outcome was not reported.

Event description:
It was reported that the patient is requesting a revision of an ambicor penile prosthesis (app) device due to unspecified reasons. A patient outcome was not reported.

Manufacturer narrative:
Additional information received that a revision surgery occurred on (B)(6) 2019 due to a non functioning prosthesis, fluid loss, and a puncture in the rt tubing.